Event description:
During the saphenous vein harvesting procedure, the c-ring hole used for distal ligation was not present on the c-ring of the uniport plus. The vein was retrieved using the stab and grab technique. The hosp did not report any pt complication.